Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error 086 and 121. There was no report of injury or medical intervention. No additional patient or event information is available.